Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified; however, a different issue was also identified.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 69 mg/dl.